Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the surgeon, the patient experienced an infection at the abutment site that was treated with oral antibiotics. The implant remains in-situ.